Manufacturer narrative:
This report is associated with (B)(4), new poligrip sg. New poligrip sg is marketed as super poligrip in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sg) cream (batch number c42v, expiry date unknown) for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sg. On an unknown date, an unknown time after starting new poligrip sg, the patient experienced accidental device ingestion. On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: the patient held a tube of new poligrip sg in his mouth and swallowed approximately one fifth of the cream. The patient had no trouble as of the report. No further information is expected.